Event description:
It was reported that a merlin.net transmission revealed non-sustained lead noise due to post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egm. Programming changes were made. The patient was asymptomatic.